Event description:
The customer, a therakos xts service-trained biomed, reported a blood leak that was found at the upper inlet tubing connection of the bowl manifold during the third collect cycle. The customer reported that the treatment was then aborted, and they returned the blood to the patient via manual return. The customer was reported to be in stable condition. The customer noticed that the tubing connections to the bowl on other kits have not seemed to be fully seated recently. The customer has pushed the connectors on more tightly when loading those kits, but did not notice any issues with the tubing connections when loading this particular kit onto the instrument. The customer reported that no alarms or unusual noises had occurred. The customer had checked the centrifuge overflow drain bag and it was clean, and had already cleaned the blood that had gotten onto the centrifuge wall. The customer stated that all the required service had been completed, and no additional field service was needed. The customer called back and stated that the tubing above the centrifuge bowl was pushed onto the tubing connector, but was not glued into place. The customer was advised that the tubing was not supposed to be glued into place. A photo was returned for investigation.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d701 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. No corrective and preventive action was initiated for this complaint category. This assessment is based on information available at the time of the investigation. Analysis of the photo is in progress. A supplemental report will be filed when this analysis is complete. (B)(4). Device not returned to manufacturer.